Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg 40-99 mg/l) and juice was consumed to address bg. Customer did not know cause of low bg. As customer was not experiencing low bg at the time of the event, tandem technical support was unable to determine a possible cause of event.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and continuous glucose monitor was not in use from (B)(6) 2019. At 8:26 pm on (B)(6) 2019, user requested a 2.56 unit bolus for 12 grams of carbohydrates and a bg of 157 mg/dl. Bolus delivery was terminated by an occlusion alarm after 1.27 units of the bolus had been delivered, leaving just 1.29 units of the bolus undelivered. Immediately following, user requested a 3 unit bolus by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. It is possible the user over-corrected. There is no evidence that the pump experienced a malfunction or failure.